Event description:
It was reported that the patient presented for an implant procedure were the atrial leadless pacemaker had difficulty releasing from the delivery catheter. Ultimately, the device was released and implanted successfully. Post-procedure, the patient presented with chest pain two weeks later. The physician suspected that the atrial device had micro-perforated the heart. No intervention was performed as the chest pain resolved, and the patient will further be monitored. The patient was in stable condition.